Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Event description:
It has been reported to us that guide wire became unraveled after removing from the pt. The physician loaded the balloon catheter onto the guide wire. The guide wire and balloon catheter were inserted into the pt by the physician through the guide catheter into the right coronary artery. The guide catheter was then advanced into the right ostium and the physician attempted to advance the wire and became hung up on the balloon. The physician was unable to withdraw the guide wire and removed both the guide wire and balloon at the same time. The guide wire started to become unraveled after removing from the pt. The pt is reported to be fine.